Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue has been resolved. A technical support specialist provided guidance to resolve the issue. The device functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the order not crossing. The customer reported that the malfunction occurred during the medication retrieval process. There were no adverse events or injuries reported based on this incident.